Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Case manager reported hospitalization due to hyerglycemic events. Caller stated that custome has had multiple hyperglycemic events within the last six months. The blood glucose reading at the time of the event was 894 mg/dl. Customer experienced abdominal pain, weak and fatigue. Customer collaped. Customer has psorosis of the liver. Hospital treated with insulin.